Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A field service engineer reached out to the customer to investigate. However, due to no response from the customer, the complaint file has been closed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed to detect on bus. The customer stated that this malfunction caused a delay to the patient care and occurred while dispensing medication. There were no adverse events or injuries reported based on this event.